Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to protruding and give some discomfort. In addition, the patient complained of the device causing significant pain. There were no additional adverse patient effects reported. This ra lead remains in service.